Manufacturer narrative:
The customer indicated calibration failures with this lot of reagent. Per customer, control values were within range. Service was not requested, this was attributed to a reagent related issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false positive rf results generated by the unicel dxc 600i synchron access clinical system. The customer only provided results for 2 example samples and did not provide any confirmatory testing results: 20.4iu/ml, 22.2iu/ml. There was no death, injury or change to patient treatment with regard to this event.